Event description:
It was reported that the device and leads were removed due to sepsis. The system was replaced with a temporary lead and temporary pacemaker as the patient is pacemaker dependent. Once the infection has cleared, the temporary system will be removed and the patient will have a new dual chamber pacing system implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic cut, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.